Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch delica lancing device does not fully penetrate. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6), 2012. The patient manages her diabetes with oral medications. It is not known if the patient made changes to her usual diabetes management routine. Immediately after the alleged issue, the patient claims she felt symptoms of headache and shaking. Beginning in (B)(6) 2012, the patient allegedly visited her physician's office several times. The patient was advised to take glyburide pills (20 mg daily), metformin pills (500 mg daily) and januvia pills (100 mg daily). No additional treatment was specified. The cca noted the correct lancets were being used for testing. There was no indication of misuse. The alleged issue was not resolved with troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.